Manufacturer narrative:
The insulin pump was unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to verify excessive no delivery alarm due to prime anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 201 mg/dl. The customer states the no delivery alarm is reoccurring. The customer performed troubleshooting and the alarm reoccurred during prime. The device will be returned for analysis.